Event description:
It was reported that "surgeon stated tibia had loosened, revised tibial tray and insert".

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.